Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Impactor broke while impacting the tibia. No delay in surgery and all the pieces were retrieved.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed damage/gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.